Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the evaluation confirmed for material separation and is inconclusive for abnormal noise. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model creo14s recanalization catheter allegedly experienced material separation and audible noise. This information was received from one source. The malfunction did not involve a patient. Patient age, weight, and gender were not provided.

Manufacturer narrative:
For the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model creo14s recanalization catheter allegedly experienced material separation and an activation problem. This information was received from one source. The malfunction did not involve a patient. Patient age, weight, and gender were not provided.